Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on (B)(6) 2021. Customer had passed out and went to emergency room by paramedics. Blood glucose level at the time of incident was 1 mmol/l and the current blood glucose level was 16.7 mmol/l. Customer treated hypoglycemia with food intake. Customer had been using insulin pump within 48 hours of reported event. Customer stated that auto mode was active at the time of incident. Customer alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.